Event description:
The physician achieved arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic procedure in 2003. The device was inserted and deployed without difficulty. The pt was discharged home. It was reported that the pt presented to the hosp in 2003 with a groin "infection". The pt was treated with an unspecified intravenous antibiotic. In 7/2003, it was reported that the pt was taken to surgery for repair of an infected pseudoaneurysm with a vein patch. Although requested, add'l info has not been made available.